Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during an unknown case the unit was back filling. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: excessive flow- left follower arm assembly. Loose connection- tip replacement kit. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unknown surgery on (B)(6) 2021, it was observed that the fms vue pump device was back filling. During in-house engineering evaluation, it was determined that there was excessive flow at the left follower arm assembly. Another like device was used to complete the procedure with an unspecified slight delay. There were no adverse patient consequences reported. No additional information was provided.